Event description:
It was reported that the epg (external pulse generator) had been described as "broken." It was also reported the epg was "not working". The epg was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Upper case and side bail cover are broken. Keyboard is scratched.